Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
It was reported that the patient presented to the hospital for a generator change procedure on (B)(6) 2022. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was overestimation of battery longevity. No programming changes were made to the ICD. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-22377.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.